Event description:
The user facility reported a 71-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support on (B)(6) 2023. The patient suffered a cerebral hemorrhage on (B)(6) 2023. The relationship to the impella is unknown. Patient received transfusions during impella support. Patient received ECMO treatment as well, and the cerebral hemorrhage occurred post ECMO while on impella support. Physician could not conclude if a thrombus occurred from iabp, impella, or ECMO. On (B)(6) 2023 the user facility reported that the patient was on impella support for 202.5 hours before the patient expired. The cause of death was the patient was discontinued from treatment and switched to palliative treatment because the neurological prognosis could not be expected to improve due to cerebral hemorrhage. The automated impella controller and the impella cp pump was functioning without problems until death. The relationship between impella and death is unknown because the relationship between cerebral hemorrhage and impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.